Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at around 6:02 pm when she tested her blood glucose with the subject meter in response to symptoms of feeling ¿shaky, sweating and disorientated¿; symptoms she associated with low blood glucose. The patient reported obtaining blood glucose readings of ¿88, 77 then 46 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Between the tests the patient claimed she consumed crackers. The intervening treatment between the tests makes this comparison invalid for the purposes of determining an inaccuracy. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management routine prior to the onset of the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior her obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.